Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash macular ("red dots all over belly"), epilepsy ("epilepsy") with generalised tonic-clonic seizure, abdominal pain upper ("pain at the top of my stomach"), gallbladder disorder ("gall bladder problems") and seizure ("seizure"). The patient was treated with surgery (essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, rash macular, abdominal pain upper and gallbladder disorder outcome was unknown. The reporter considered abdominal pain upper, epilepsy, gallbladder disorder, medical device removal, rash macular and seizure to be related to essure. The reporter commented: essure insertion date discrepancy: (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash macular ("red dots all over belly"), epilepsy ("epilepsy") with generalised tonic-clonic seizure, abdominal pain upper ("pain at the top of my stomach"), gallbladder disorder ("gall bladder problems") and seizure ("seizure"). The patient was treated with surgery (essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, rash macular, abdominal pain upper and gallbladder disorder outcome was unknown. The reporter considered abdominal pain upper, epilepsy, gallbladder disorder, medical device removal, rash macular and seizure to be related to essure. The reporter commented: essure insertion date discrepancy: (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: pif received: case become serious incident, essure removal done, removal date added. Surgery mark to event rash macular. Rcc note, essure insertion date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within one cornu and within each fallopian tube lumen is a gray metal coiled wire') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, dyspareunia and chronic cervicitis. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), rash macular ("red dots all over belly"), epilepsy ("epilepsy") with generalised tonic-clonic seizure, abdominal pain upper ("pain at the top of my stomach"), gallbladder disorder ("gall bladder problems") and seizure ("seizure"). The patient was treated with surgery (essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, rash macular, abdominal pain upper and gallbladder disorder outcome was unknown. The reporter considered abdominal pain upper, embedded device, epilepsy, gallbladder disorder, rash macular and seizure to be related to essure. The reporter commented: essure insertion date discrepancy: (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2021: mr received. Reporter information, patient medical history added. Event: medical device removal updated to embedded within one cornu and within each fallopian tube lumen is a gray metal coiled wire. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.